Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was also reported that the right ventricular (rv) lead exhibited possible t-wave oversensing. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing on stored electrograms (egm) with falsely classified termination of ongoing atrial arrhythmia. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.